Event description:
Reporter stated that the surgeon was inserting a silicone intraocular lens model aq2003v into patient eye and the lens wouldn't advance out of the cartridge. The cartridge touched the patient eye, but not the lens. No patient injury.